Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the complaint investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use, a small leak was noticed in the back form of the ava introducer (where the 15 gauge lumen is connected), while injecting fluid through the lumen. The issue was resolved by replacing the introducer, the guidewire, and the catheter with a new set. This required a new stick. There was no allegation of patient injury. Patient demographics were requested but not able to be provided by the customer, per policy.